Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a reset error after a battery change. While attempting to troubleshoot for this alarm, the display went blank. The insulin pump had not been dropped or bumped and showed no signs of physical damage. The insulin pump may have been exposed to sweat while worn in a bra. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with currents within specification. The pump passed the self test and unexpected restart error alarm tests. No unexpected restart alarm was noted. No unexpected low battery alarms were noted. No blank display noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly.